Event description:
The customer reported the system's table will not move. No pt injury reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.